Manufacturer narrative:
Film evaluation results are: a review of two post implant still 3d recon images revealed that the patient has a valiant mona lsa stent graft system and a valiant stent graft implanted. The main stent graft of the valiant mona lsa system was implanted just distal to the left carotid artery. The branch stent graft of the valiant mona lsa system was implanted into the left subclavian artery. The valiant stent graft was implanted into the main stent graft of the valiant mona lsa, with approximately 6 cm overlap (3 stent rings), and extended down to the descending thoracic aorta. The overlap portion of the valiant and valiant mona lsa stent grafts was implanted in a straight anatomy. No calibrated catheter was visible in the images provided, thus no measurement can be taken. Slight contrast was seen outside of the stent graft, near the proximal junction of the valiant and valiant mona lsa stent grafts; this may be a possible type iii junctional endoleak. No other obvious stent graft issues were seen from the two still images provided. The pre-implant films, films during the implant of the stent grafts, post-op films and films showing type iii junctional endoleak were not provided. The exact cause of the possible type iii junctional endoleak could not be determined from the two still images received.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a fusiform 60 mm in diameter thoracic aortic aneurysm. It was reported that one day post index procedure, a cta and chest x-ray was done prior to discharge, which observed a type iii separation endoleak, separation was observed by the physician. No clinical sequelae were reported and the patient is being monitored.